Manufacturer narrative:
Upon disassembly, the motor assembly was determined to have had non-stryker repair work done. The presence of non-stryker repair work is likely to cause or contribute to the handpiece running without user activation.

Event description:
The micro reciprocating saw was returned for routine maintenance. Upon evaluation at the manufacturer, it was found to run without user activation.